Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching. The analyst also noted: the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. The lead was returned with the helix partly extended and bent and blood/tissue visible on it. Explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had revision surgery for the right atrial (ra) lead and the helix would not extend or be fixed. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.